Event description:
My husband is currently incarcerated in (B)(6) in (B)(6) and has an adjustable vp (ventriculoperitoneal) shunt due to hydrocephalus. He has been having complications and symptoms of malfunction for over a year. He has an adjustable valve that has not been checked in over two years. His symptoms are loss of balance, vision impairment, mood swings, difficulty waking and staying awake, memory loss, equilibrium issues, urinary issues, and a lot of swelling of his head and neck. The facility is not properly looking after the care of the shunt or my husband. It should be noted that he has requested medical attention and multiple sick calls and requests to be seen by a neurosurgeon. He needs medical attention that apparently they are not equipped to handle and have no concern in addressing properly. Remedy: for the facility to provide proper medical attention.